Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a cgm (dex 045) issue. It was alleged that when inserting the sensor and starting to remove the barrel from the site, the sensor came back out with it there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component. Is defective.